Event description:
It was reported that on unknown date, an unknown size epic mitral valve was implanted in the patient. On an unknown date, the patient presented with breathless and echocardiogram (echo) showed a leaflet tear was noted. There was no interventions performed. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of tear on the leaflet and dyspnea was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on limited information provided, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with regards to manufacture, design, or labeling.